Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient programmer was not turning the patient¿s stimulation off. The patient was able to sync to the patient programmer with the implantable neurostimulator and it showed that stimulation was off. It was reviewed how to turn stimulation on and off and the patient confirmed that they were able to turn stimulation on and off. The patient stated that the stimulation still feels like the stimulation is on when it is off. This had started occurring the week of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.